Manufacturer narrative:
One 7.5mm ID portex bivona tts tracheostomy tube was returned for analysis. Discoloration was observed during visual inspection, to the shaft and the cuff; which is found due to use. A syringe was used to inflate the cuff; but failed to inflate. A leak was detected during leak testing to the inflation line. Magnification was used to inspect unit finding a cut which propagated into a tear. Based on the evidence the complaint was confirmed with the root cause being user interface. Since the product had been in use for a long enough time to discolor the device, it is likely that the cut in the inflation was not the result of a manufacturing defect.

Event description:
Information was received indicating that after 16 days of use, a hole was found to a smiths medical portex® bivona® adult tts¿ tracheostomy tube at the connection site between the flange and inflation line. The tube was reported to be found leaking. The trach tube was returned for analysis which indicates it had been removed from the patient. There were no reported adverse patient effects.